Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump was experiencing an inaccurate delivery issue. Troubleshooting indicated that the basal histories and settings matched. The reporter was unable to complete troubleshooting at the time of the initial call. Customer technical support made multiple attempts to contact the reporter to complete troubleshooting, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/17/2015 with the following findings:a review of the black box indicated the data started on 07/06/2015; the data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found during investigation.